Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that the patient experienced heating at the implantable neurostimulator (ins) site at irregular intervals. When the ins heated up, the patient turned stimulation off and the heating dissipated. The patient could then turn stimulation back on after about 30 minutes. Telemetry data showed impedances >4000 ohms on all electrode pairs using electrode 2, and also on electrode pairs 5/6 and 5/7. The heating sensation did not change depending on the patient's position and there were no recent falls or traumas. No surgical intervention occurred or was planned.